Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a continuous glucose monitor error 42 with malfunction 255. The customer reported using manual injections for insulin therapy and the pump is being replaced to resolve this issue. There was no reported adverse impact to the customer.